Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 20x3.00mm promus element¿ stent was advanced inside the guidezilla¿ guide extension catheter; however, resistance was encountered in the lumen and it could not cross the lesion. The stent delivery system (sds) was removed from the patient and it was noted that the distal part of the stent was found lifted. The physician considered that the issue could be caused by the resistance inside the guidezilla¿ guide extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the returned device found stent damage. There were stent struts bent back distally in the first proximal row and the fourth distal row. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and found that the proximal balloon cone was distorted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon damage was most likely caused by the damage to the stent. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 20x3.00mm promus element ¿ stent was advanced inside the guidezilla¿ guide extension catheter; however, resistance was encountered in the lumen and it could not cross the lesion. The stent delivery system (sds) was removed from the patient and it was noted that the distal part of the stent was found lifted. The physician considered that the issue could be caused by the resistance inside the guidezilla¿ guide extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.